Event description:
It was initially reported on (B)(6) 2011 that the patient experienced pain at the lead site when she leaned back. Additional information showed the patient had experienced a weight loss of (B)(6) over an eight month period, and x-rays revealed the leads had migrated due to the weight loss. The patient had their lead successfully replaced on (B)(6) 2011. The patient was reportedly "doing well."

Manufacturer narrative:
Planted: (B)(4), explanted: unk; lead: model 3777-45, lot# unk, serial# (B)(4), implanted: (B)(4), explanted: unk; lead: model 37752, lot# unk, serial# (B)(4), implanted: unk, explanted: unk; lead: model 37743, lot# unk, serial# (B)(4), implanted: unk, explanted: unk.